Event description:
It was reported that non sustained rv oversensing due to post paced t wave oversensing was observed. Programming changes were recommended. The patient was reported to be asymptomatic.

Event description:
New information received states that the device was reprogrammed. The patient condition was fine.